Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this patient was complained of experiencing dizziness episodes. Review of their system noted there was loss of capture and high threshold measurements on the right ventricular (rv) lead. Low impedance measurements of 300 ohms were also observed on the rv channel. At this time the rv lead remains in service and there were no adverse patient effects reported.